Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 406 mg/dl. Customer¿s current blood level was 372 mg/dl. Customer was treated with insulin pump and manual injection. Customer state that there was insulin flow block alarm. Customer was assisted with troubleshooting for no delivery and customer state that pump did not alarm. Cannula was bent. Customer state that there were three air bubble of quarter and half inch size. Air bubbles were successfully removed. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.